Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient's revision it was found out that one of the leads may have been damaged so it was replaced. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional information was received that it was confirmed that the actual damage was a fracture on the lead and the damage was because of lead migration.

Event description:
A report was received that during the patient's revision it was found out that one of the leads may have been damaged so it was replaced. The patient was reportedly doing well post operatively.